Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 16 devices were received. Evaluation status: confirmed 8 reported events were confirmed during testing. 4 devices were found to be affected by internal corrosion. 4 devices were found to be affected by compromised lubrication. Not confirmed: 6 reported events were not confirmed during testing; however: 4 devices were found to be affected by internal corrosion. 2 devices were found to be affected by compromised lubrication. In progress: 2 device evaluations are in progress. Additional information: 16 devices were not labeled for single-use. 16 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 16 previously reported evenst are included in this follow-up record.   Product return status 14 devices were received. 2 devices were not available for evaluation. Event confirmation status 8 reported events were confirmed; the cause traced to component failure. 6 reported events were not confirmed. Evaluation results 8 devices were found to be affected by internal corrosion. 6 devices were found to be affected by a lubrication problem.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.